Event description:
It has been reported to company that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 5mm to occlude the vessel. The physician noiced that the vessel was blocked with particulate and decided to aspirate the vessel first before stenting. The physician inserted the aspiration catheter and aspirated thrombus and particulate. Upon removal of the aspiration catheter the physician noticed that the occlusion balloon had deflated. The physician removed that device and replaced it with another to complete the case. Patient is reported to be fine.